Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for the revision surgery was for shoulder pain and a broken peripheral screw. No information was reported about patient bone condition i.e. Cancellous bone structure/details, operating procedure, or other factors that could have contributed to the event. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). A definitive root cause cannot be determined. Several factors that can contribute to peripheral screw failure include weakened or inadequate volume of bone structure, large or frequent shoulder torques or loads, high patient activity level, trauma, or excessive range-of-motion. The potential cause for pain would be peripheral screw failure causing micro-motion of the baseplate. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient suffering from a painful shoulder. There was one broken peripheral screw and during surgery the surgeon determined the glenoid baseplate was loose. All of the parts except the modular stem were removed and replaced with new components.